Event description:
A customer reported a cartridge alarm 20 issue, which did not cause their blood glucose level to exceed 500 mg/dl. As a result, there was no adverse impact to the customer¿s blood glucose level. The customer previously experienced similar alarms with the same pump serial number, and technical support decided to replace the malfunctioning pump. The customer opted for multiple daily injections (mdi) as a backup insulin therapy to ensure uninterrupted delivery. Technical support confirmed the shipment of the replacement pump with updated software and instructed the customer on how to use the pump, store it correctly, and return the faulty one. The customer understood and acknowledged all instructions provided by technical support.